Event description:
Customer reportedly received the following results on the performa system: 200 mg/dl (11:21h), 428 mg/dl (11:28), 427 mg/dl (11:30h), and 199 mg/dl (11:36h). No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.